Manufacturer narrative:
CAPA#(B) (4) was opened to address the issue of jamming. If additional information is received on this complaint, a follow-up MDR will be submitted.

Event description:
The event is reported as: the closed clip remain attached (jammed) to the applier. It was difficult to withdraw the applier after stapling. No patient injury reported.